Manufacturer narrative:
Additional information was received on feb. 4, 2015 including the lot number and exact implant date. All information related to this was included in this follow-up report.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. (B)(4). This report is based on allegations set forth in patient's notice and the allegations therein are unverified.this is 1 of 3 medwatch reports being submitted for the same event. Please see: 3002806535-2014-00215 / 00217.

Event description:
It was reported by the patient's legal representative that the patient underwent bilaterial recap resurfacing procedures in (B)(6) of 2005. Bilaterial revisions were performed in (B)(6) 2006 due to unknown reasons. Patient currently states he has elevated metal ion levels, but does not want to revise the implants as they work well. No further information has been received.